Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, the suture breaks when used. There were no adverse consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: upon further review of aei note a-11515930, it is unclear what is meant by ¿12 patients were involved.¿ therefore a pcf activity has been created and assigned to bq to clarify the following information: 1. Please clarify what is meant by ¿12 patients were involved¿. Suture break in 12 separate patient events. 2. Did the suture break in 12 separate patient events? Yes, but without any further information thus a new complaint has been created to cover the ambiguous reporting. If so, please provide the following information for each patient event: a. What is the procedure name and date? As mentioned not known b. What are the product code and lot number? 2x mcp496h lot: 100hhk. 2x mcp496h lot: ubmdlp. 2x mcp497h lot: tlmujj. C. Were there any patient consequences? Not reported. D. What is the geographical location did the event occurred in? Unk. E. What is the facility name? Unk. We only have the distributor name, (B)(4). F. Is the sample available to be returned for evaluation? Yes. What is the status of the return sample? Will send to cg lab.